Event description:
Fresh case from the or. Just arrived in last ½ hr. The chest drainage tubing was leaking. Unit was changed and has been red-bagged/sequestered in the room. No harm to patient, potential for serious harm. Manufacturer response for chest drain tubing, (brand not provided) (per site reporter) [redacted date] sample shipped ups.